Manufacturer narrative:
It is unk whether the product will be made for eval by the user.

Event description:
It was reported that the pt was dropped during a regular transport from a dialysis center to a transitional care center, causing right side blunt head trauma, resulting in the pt immobile and sedentary, which led to an acute subdural hematoma with active bleeding. It is reported the pt died.